Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery below the knee. A 6.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during 3rd inflation at 24 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.